Event description:
It was reported that during a procedure of the superficial femoral artery, just prior to deployment the 7 x 150 mm absolute pro ll was noted under fluoroscopy to be incorrectly positioned on the delivery catheter. The device was not deployed and was removed from the anatomy. A second abbott stent was used in the procedure. There was no reported adverse patient effect, however, there was a unspecified clinically significant delay in the procedure reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported premature deployment was not confirmed. Based on visual inspection, functional testing and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.